Event description:
The customer reported that the system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.